Manufacturer narrative:
Investigation summary: it was reported that two contaminated 30ml sterile syringes were discovered. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe barrel with a brown spot at the 36ml mark in the graduation scale. The spot appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 305964, lot 2243929. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using bd¿ enteral syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: quantity 2 each as per complaint description complaint description two contaminated 30ml sterile syringes were discovered today during breast milk preparation. Both contained multiple spots of brown substance mixed within the plastic of syringe. One of the two 30ml syringes did not come in any contact with patient milk. Unfortunately, the other syringe did come in contact with breast milk for patient's baby a and baby b, and 24ml of ebm was discarded in result.